Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: the customer reported that one lid was missing.

Manufacturer narrative:
H6: investigation summary according to the DHR review process, the result showed there were no issues reported like missing lid during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the user (medical corporation takebanokai tmg asa medical center) the investigation was concluded that this product had handling by a distributor due the package reported was for 24 pieces but the occurrence only mentioned this issue in 1 piece. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack lids. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. See h10.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: the customer reported that one lid was missing.